Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced jolting or uncomfortable stimulation with walking on occasion. Reprogramming was completed. The patient's upright and mobile intensity were decreased and he was reprogrammed to give him better coverage. The issue was resolved. No patient injury occurred. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.